Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer half height had failed and required maintenance. A field service engineer replaced the control module for drawer 4 and replaced the serial cable down the back of the machine to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary half height drawer had failed and required maintenance. The customer stated that due to the malfunction, the user obtained the medication from another station, and there were no prolonged delays. However, there were no adverse events or injuries reported based on this event.